Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: 275cc mentor memorygel breast implant, catalog #3542757. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with 275cc mentor memorygel breast implants. Post procedure right sided rupture, and bilateral capsular contracture was observed. The device was explanted, and bilateral prosthesis replacement with 400cc mentor memorygel breast implants was also performed on (B)(6) 2018. The right sided rupture had previously been reported under 1645337-2018-03867 on (B)(6) 2018. On (B)(6) 2018, mentor became aware that left sided capsular contracture was also present in this event. This report was created to capture that event.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 9/3/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with 275cc mentor memorygel breast implants. Post procedure right sided rupture, and bilateral capsular contracture was observed. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device. Brown and white material with gel was observed on the shell surface. The product evaluation team discovered two rents. Rent a measured approximately 0.2 cm, and rent b measured approximately 0.1 cm. Both rents are located within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. At this point it is not possible to determine the etiology of the white and brown material found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Mentor performs 100% inspection and testing of all devices prior to release. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).